Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer wanted to know that the insulin pump was setup properly or not. Customer¿s blood glucose level was unknown. Customer declined to troubleshoot for high blood glucose level. Customer requested assistance with programming the insulin pump. Reminded customer to review pump settings on previous pump prior to programming the replacement. The insulin pump will not be returned for analysis.